Event description:
Health care professional reports home pt experienced discomfort in shoulders during automated peritoneal dialysis treatment, believed to be a result of excess air. Health care professional believes excess may be due to incomplete priming of the pt line tubing of homechoice set. Per health care professional, no injury and no medical intervention resulted from incident.